Event description:
It was reported that the pump has emitted loss of prime warnings multiple times in the previous week. The patient's father inserted a new cartridge in the pump and it dispensed all of the insulin during the load cartridge step.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing the load step did not detect the cartridge. The pump was opened and corrosion and moisture damage was found in the force sensor assembly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).